Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Corrected data-this addendum is submitted to document the date of implant. Updated fields: date of report, description of event or problem, implant date , date received by MFR, type of report, follow up type, additional narrative, corrected data.

Event description:
Per legal complaint: ni/ni/ni - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: (B)(6) 2013 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex st.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: ni/ni/ni - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."